Manufacturer narrative:
It was reported that the table top section allegedly wobbled when pushed. A stryker field service technician (sfst) went onsite to evaluate the table. The sfst determined that the table top operated within specifications, however, it was found that the latching mechanism for the leg section was not holding the leg section onto the table, resulting in movements of the leg section when the table top moved. The damaged leg section was replaced. There was no patient involvement or adverse consequence reported.

Event description:
It was reported that the table top section allegedly wobbles when pushed. There was no patient involvement or adverse consequence reported.